Event description:
It was reported that this patients implantable cardioverter defibrillator (ICD) device was vibrating and making noise. The patient was noted to be a covid-19 patient. Boston scientific technical services (ts) confirmed with the healthcare provider (hcp) that the ICD device cannot vibrate and indicated that the device tones were programmed on for the explant indicator and programmed off for out of range diagnostic measurements. The hcp then mentioned that they observed high out of range shock impedance measurements greater than 200 ohms on the right ventricular (rv) lead during shock impedance testing. The hcp noted they observed this multiple times. Ts reviewed device data, indicated there have been no previous out of range measurements and noted all previous values were in the 60 ohms to 70 ohms range. This ICD system has been in service since the year 2000. The hcp said the vector breakdown of impedance measurements indicated high out of range measurements were on the combined value and the right atrial (ra) lead to device can vector. Ts explained this could indicated a possible problem with the ra lead coil. Ts reviewed recommendations and options, and the hcp indicated they will recommend a consultation with an electrophysiologist. Subsequent attempts to gather additional information were unsuccessful. The products remain in-service. No patient symptoms or adverse patient effects were reported.